Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, after the clip was deployed, there was difficulty while removing the device from the anatomy. Per the instruction for use, the safety release button was used but not the access ports. The physician then used the access ports and was able to remove the device from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the starclose se device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. A device can be difficult to remove due to a number of factors including, but not limited to manufacturing, tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set and manufacturing. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.